Manufacturer narrative:
Initial reporter address 1: (B)(6).

Event description:
It was reported that the procedure was cancelled/rescheduled. The patient presented with coronary artery disease. The 80% stenosed target lesion was located in the moderately tortuous and mildly calcified right coronary artery. Following pre-dilatation, a 28 x 3.00 promus premier drug-eluting stent was advanced for treatment. However, during the procedure, the device could not cross the lesion and had to be pulled out. It was found that the stent connection was slightly skewed and obliquely kinked. The patient was implanted with a non-boston scientific stent before, so the procedure was ended immediately to avoid the complications such as thrombosis and a rescheduling of another procedure was required. And until now, the procedure has not been performed again on the patient. No patient complications were reported and the patient status was stable.